Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two perclose devices after a percutaneous coronary interventional procedure. Reportedly, when attempting the first perclose device, the needles failed to deploy. A second perclose device was attempted and it became entrapped in the artery. The device was manipulated and as a result, the distal guide separated from the proximal guide, leaving the distal guide in the vessel. Vascular surgery was consulted but the distal guide was removed by the physician. The access site was bleeding therefore, two stents were deployed in both iliac arteries. Due to cascading events, the patient expired several days later. No additional information was provided.

Manufacturer narrative:
Date of event: estimated dates. The UDI number is not known as the part and lot number were not provided. Device code (B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose device with reported device referenced is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to a guide separation and device entrapment may include, but are not limited to, aggressive user technique, excessive torque or force. The patient effect of hemorrhage and death are listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. It was reported that a second perclose device was attempted and it became entrapped in the artery. The device was manipulated and as a result, the distal guide separated from the proximal guide, leaving the distal guide in the vessel. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case, the removal against resistance appears to have been circumstantial related to the difficulties (entrapment) encountered. Medical review concluded that without additional information or the cine films to review, it cannot be definitively stated that the perclose was a direct cause of the patient¿s death; however, most likely, it was an indirect cause of death. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.